Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. It is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that post a coronary drug eluting stenting treatment procedure, a stenosis occurred. The patient presented for treatment with an acute myocardial infarction at the index procedure. Details of the index procedure have been requested. In follow up, 576 days post index procedure, the patient was asymptomatic. A angiographic follow up with a very good long term result was seen at the proximal right coronary artery (rca) with a 3.5 x 28 mm taxus study stent. Good results at 1st obtuse marginal and proximal circumflex (prox cx) from the staged procedure, but a high grade 99% ostial lesion of the left anterior coronary artery (lad) was seen starting directly at the beginning of the 3.0 x 28 mm taxus study stent. The stent itself, which was placed 1 mm apart from the distal end of the main stem, at the index procedure, looked fine without in-stent restenosis. Ivus evaluation confirmed the high grade ostial lad stenosis and demonstrated that ostium was not fully covered by the stent. The distal main stem itself showed considerable narrowing by plaque. Therefore, it was decided to treat this stenosis including the main stem interventionally. After wiring the lcx and lad, predilatation of the lad stenosis was performed with a 2.0 x 20 mm balloon at 16 atms. And a 4.0 x 23 mm non bsc stent was placed at 14 atms in the main stem/prox lad overlapping distally with the previous implanted study stent. The lcx was rewired, the stent struts predilated into the lcx with a 1.5 x 12 mm balloon to 16 atms and kissing balloon angioplasty was performed with a 4.0 x 15 mm balloon in lm/lad at 12 atms and a 2.5 x 12 mm in the lm/lcx at 16 atms. Finally a very good result was achieved without any remaining stenosis. No further events, no rise in cardiac enzymes. This stenosis looked like a typical "edge stenosis" of a drug eluting stent. The reported prescribed medications at the event procedure included clopidogrel.